Event description:
Underwent bilateral breast augmentation in 7/81; records from physician performing the surgery indicated the implants are dow-corning 200 cc. On 9/5/97 she underwent bilateral capsulectomy and implant replacement because both implants were ruptured.